Manufacturer narrative:
Other, other text: returned device was received with a bent front panel, missing relief pressure and on/off control knobs, and the housing is bent on the corner by the battery holder. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac was making noise on the inside leaking error alarm. Event occurred while during patient use. No patient injury resulted in malfunction.